Event description:
Customer experienced hyperglycemia while wearing a pod and did not believe the cannula was inserting and stated insulin was leaking. Blood glucose (bg) was 267 mg/dl at 1:45 am; she ate 25 grams of carbohydrates and bolused 11.05 units. She bolused another 2.6 units at 3:11 am. At 5:06 am, her bg was 327 mg/dl; bolused 5.25 units. At 10:03 am, her bg was 404 mg/dl; bolused 9.95 units. Customer stated she has "many adhesive issues" and that is why she places pod on her chest even though her hcp advised her to use her arm. Customer's hcp ran tests to "regulate" her bg and "make sure she was okay". It is unclear whether this was an urgent care appointment or routine. The pod was not returned for eval.

Manufacturer narrative:
A cannula that does not insert properly may indicate a deployment issue that would likely inhibit insulin delivery and may lead to hyperglycemia. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also instructs users to treat hyperglycemia, when bg is 250 mg/dl or above as follows. First check for ketones; if present, follow the guidance of an hcp. If not, then take a correction bolus as prescribed by an hcp. Check bg again in 2 hours; if levels have not decreased then take another correction bolus using a sterile syringe. If after a total of 4 hours bgs have not decreased then replace the pod and contact an hcp for guidance. Product lot qualification records were reviewed and determined to have met all acceptance criteria.